Manufacturer narrative:
Carefusion file identifier: (B)(4). The customer has been contacted regarding additional information for patient involvement but no response has been received yet. Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received any suspect components for evaluation and it is unknown if the components are available for evaluation. (B)(4).

Event description:
The customer reported that the ventilator is not cycling and it is alarming vent inop/ motor fault on the vela ventilator. They tested the transducers and there were no problems found. They installed a known working main printed computer board and it did not correct the issue. It is currently unknown if there was any patient involvement.